Event description:
It was reported that the lead integerity alerts were triggered for high impedance on both the 4193 and 6944. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.